Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 185 mg/dl on her blood glucose meter and a result of 45 mg/dl on another brand of meter taken within a 10 minute period which was more in line with the way she felt at that time. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.